Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A news source reported four patients experienced a multi-resistant strain of pseudomonas with vision loss in one eye following cataract extraction procedures at a facility. The patients were immediately admitted to other facilities for medical and pharmaceutical treatment. A site inspection was performed of the operating room where the surgical procedures took place. After review of the inspection results, a decree for suspension of the operating room was issued. Additional information has been requested and received indicating all of these patients underwent diagnostic-therapeutic vitrectomy procedure and received antibiotic treatment. Further information is not expected at this time. This is one of two reports for this facility.

Manufacturer narrative:
A review of the device history record traceable to the reported lot numbers, indicates that the products were processed and released according to each product¿s acceptance criteria. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. All products have been sterilized. And all sterilization cycle parameters are verified, for acceptability prior to release. However, since the lot number was not provided, we are unable to review the batch record for the complaint. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).